Event description:
A consumer reported that an expertclean power toothbrush overheated. No injury was reported. Minor property damage was reported.

Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred.